Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, the stent was being placed for treatment of calculus. During the procedure, the stent was introduced into the common bile duct and the delivery system was pulled away; however the suture did not release and the stent would not deploy. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4) - guide catheter broken. The delivery system and the stent were returned for evaluation. Visual evaluation of the device revealed the stent to be separated from the delivery system; no damages were noted to the stent. The suture was found intact (unbroken) at the distal end of push catheter and was free of damage. The suture hole on the push catheter was found torn. The guide catheter was stretched near the proximal end and was broken in three pieces. A minor kink was noted at the distal end of the guide catheter, indicating the suture may have embedded inside the guide catheter or twisted around the proximal barb of the stent during attempted deployment. The working length of the push catheter was noted to be broken near the middle; however, it is unknown whether the push catheter was cut by the customer or if it broke inadvertently during the procedure. The stretched and broken guide catheter indicates that force was exerted during deployment of the stent. The noted damages are likely due to procedural or anatomical factors encountered during the procedure (such as patient tortuous anatomy and/or maneuvering of the device). Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.